Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2, drug-eluting coronary stent delivery system was inserted into a pt, for the treatment of an ostial lesion in the rca. The vessel morphology was reported to have been heavily calcified. The lesion was pre-dilated with another MFR's balloon. It was reported that the physician inserted the endeavor drug-eluting coronary stent delivery system, and attempted to cross the ostial lesion, but the stent was unable to cross. The physician re-attempted crossing the lesion, but did not have good guide catheter support. The guide catheter became disengaged, and the stent fell off in the aorta, and traveled down into the peripheral vasculature. The physician did not attempt to snare out the dislodged stent. The delivery system was discarded. The pt is fine.

Manufacturer narrative:
(B) (4). Results: embolism-device; heavily calcified lesion; conclusion: unstable guide catheter.